Event description:
It was reported that high out of range pace impedances, greater than 2500 ohms, and higher thresholds were observed on this left ventricular (lv) lead. This was observed prior to a device replacement, for normal battery depletion. During the replacement procedure, the lead pace impedances were about 1300 ohms and thresholds were the same. This lv lead was ultimately used with the new device. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.